Event description:
The physician was using a resolute integrity to treat a lesion in the distal rca which was reported to exhibit mild tortuosity. No abnormalities were noted during preparation of the device prior to use, however, it was reported that difficulties were encountered during inflation and deflation of the device. This resulted in the device being removed from the patient whilst still inflated. Cine film and ivus after removal showed the stent deployed in accurate location, no patient issues post procedure. Evaluation summary: the device was returned within the guide catheter and introducer sheath along with the guidewire. The balloon was still partially inflated therefore not possible to remove the device from the guide catheter and sheath. The balloon bond was stretched .the transition shaft was stretched and twisted immediately proximal to the guidewire entry port .the transition shaft was kinked 3.0cm proximal to the guidewire entry port . It was not possible to deflate the balloon possibly due to the stretching of the balloon bond and transition shaft.

Manufacturer narrative:
Evaluation results: deformation problem. Assigned as the root cause of the reported event is undetermined. Evaluation conclusion: assigned as the root cause of the reported event is undetermined. (B)(4).

Event description:
Procedural image review: the procedural images confirm the presence of calcified plaque at the lesion site. The images show the successful inflation of the delivery balloon and deployment of the stent in the lesion. There are no images capturing deflation of the balloon or withdrawal of the delivery system. The images show the successfully deployed stent positioned across the lesion site in the rca.